Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 3.3, re-test: 2.9. Date: (B)(6) 2011, lab: 3.14. Ten minutes between meter testing on (B)(6) 2011. Past data: date: (B)(6) 2011, inratio: 1.8. Pt self tester reports the blood sample smearing and applying extra sample.